Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap chole, the seal tore. The device was used in the patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one versaport v2 bladeless opt 12 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this was that the seal was torn. The trocar was received. The circular seal was cut on the device. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.